Event description:
It was reported that a vns patient's device was programmed off due to painful stimulation at the generator site. The patient experienced an increase in depression while the vns device remained off. Further interventions were to program the patient's vns on, but the depression stage continued after vns was programmed on. At the moment it is unknown what triggered the patient's increase in depression and pre-vns depression levels are unknown. Additional information was received from the office of the treating psychiatrist asking for a company representative to be present at the patient's next office visit and ensure vns was working correctly. Further information was received from a company representative indicating she was present at the patient's most current office visit. Patient's current settings were 0.75/30/500/14/10 magnet 0. Normal mode diagnostics results ok/ok dcdc:2 eos:no and system diagnostics were within normal limits dcdc:2 eos:no. The patient was seen at another follow-up appointment and patient settings were changed (decreased pw to 250 from 500) which helped the patient with the reported pain. The patient still continued to cough at these settings, but it would not cause the bronchial spasms that she had been experiencing before from the vns (patient pre-vns diagnosed with asthma). Good faith attempts to obtain additional information from the treating physician have been unsuccessful to date.